Event description:
It was reported the lead was oversensing noise and the patient received inappropriate shocks. A possible lead fracture was also reported. The lead was replaced. No further patient complications have been reported as a result of this event. Additionally, alleges the patient "suffered physical and other injury" and "severe emotional distress" due to the lead. It also states the patient "experienced inappropriate and or excessive shocking, fracture or other injury requiring medical intervention" due to the "defective" lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.